Manufacturer narrative:
A correlation between the device and the reported elevation in the patient's lactate dehydrogenase level could not be conclusively determined. The patient was treated with a heparin infusion and remains ongoing on lvad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for an elevated lactate dehydrogenase (ldh) of 900 u/l. And a sub-therapeutic inr below 2.0. A heparin drip was started and the patient''s ldh decreased to approximately 500 u/l. Incidentally, a chest x-ray revealed a mass in the lung. It was reported that the pump continued to operate as intended. The patient was discharged to home and reported to be doing ok. Additional information was requested but was not provided.